Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose over 500 mg/dl and was unsure why. Customer was unable to get the bolus wizard to start. Customer blood glucose was checked and blood glucose rose to 800 mg/dl. Customer was advised to go the call the paramedics. Customer's son was going to take customer to the hospital.